Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on 04/25/2014 and suture was used. It was noted that prior to use on the patient the suture was coming out of the packaging. A like device was used to complete the procedure. There was no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. Visual analysis was performed and it was found that the package was closed with thread crossing the seal area.